Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging visualization of little white "flecks" or particles floating in the water chamber of the humidifier. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information about rep dreamstation auto CPAP device alleging visualization of little white "flecks" or particles floating in the water chamber of the humidifier. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found no evidence of foam degradation. During the evaluation secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was no error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.